Event description:
The customer reports the outputs are too low. No patient harm and no delay in surgery reported.

Manufacturer narrative:
Upon completion of the investigation it was noted that the suppliers evaluation revealed: unit as received was functional. However, unit had "14" error code stored in the error stack. (Communication error sound). The error stack was cleared. A DHR review was performed and no anomalies were noted during the manufacturing process. Unit requires video bd update. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.